Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was confirmed. The unit fails of fio2 sensor receptacle verification: energized: proximal pressure/ e: 0182 evt_fio2_err. The unit was cleaned and repaired. The device passed all the tests.